Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had several power error. The customer¿s blood glucose level was 8.9 mmol/l at the time of the incident. The insulin pump was break. Troubleshoot was not performed. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, the pump was received with a high sleep current measurement and the loaded voltage and unloaded voltage display at the power graph management tool shows abnormal behavior due to cracked l7 on the electrical board . Device was received with case cracked behind the pump at the corner of the belt clip rails and broken battery tube threads.